Event description:
A cysto turp was performed and a piece of the resection sheath broke off inside the bladder. The product used was an olympus resection sheath (B)(4) which has a plastic tip and was sheared off inside the bladder. The broken piece was able to be removed through cystoscopy instead of a laparotomy. Olympus requested this surgery dept to fill out a questionaire but our risk mgmt thought it should be reported to FDA. This is the second time this type of incident has occurred with this product.